Event description:
As reported by implant patient registry, approximately 3 years after a successful transcatheter aortic valve replacement with a 23mm sapien 3 ultra valve, the valve was explanted. The patient's medical records provided the diagnosis for explant as early prosthesis failure with moderate paravalvular leakage (pvl) aortic stenosis and near-fusion of the valve leaflets due to pannus formation. The patient had been previously scheduled for pvl closure with a plug. However, upon further follow-up, discussion and CT revealed more concern for leaflet motion restriction, at which point the patient was then worked up for explant. During explant, the patient received a 25mm inspiris aortic valve replacement, root augmentation and left atrial appendage and pulmonary vein isolation for atrial fibrillation. On explant, the operative report revealed pannus, restricting leaflet mobility. The device was not returned for analysis.

Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate, patient factors (hypertension, diabetes) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : no reported malfunction, device was not retained.